Manufacturer narrative:
A service visit was initiated. A field service engineer (fse) evaluated the instrument and replaced multiple hardware components that included the reagent syringe, t-valve and a/b valve which resolved the issue. Since multiple parts were replaced, the primary cause of the event was not determined. The fse verified instrument operation.

Event description:
The customer obtained false low cr-s (creatinine) results for four (4) patients, over three (3) days, involving the unicel dxc 660i synchron access clinical system. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00371 for the report of the event which occurred on (B)(6) 2015 and MDR report 2050012-2015-00372 for the report of the event which occurred on (B)(6) 2015. The customer became aware of an issue when the cr-s results were flagging low and in addition, received suppressed (no result generated) bun (blood urea nitrogen) results. The false low cr-s results were not reported outside the laboratory, therefore there was no effect to patient treatment. Quality control was within laboratory established ranges on the day of the event.